Event description:
It was reported the pt has been experiencing pain and swelling at the ipg site. The pt has not had a weight change and her scs system is working appropriately. The pt wishes to wait a couple of months to see if the issue clears up on its own.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.